Event description:
It was reported that the patient was experiencing inadequate pain relief and shocking stimulation. The patient underwent an explant procedure and the explanted device components were discarded by the medical facility. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block b3: exact date unknown, event occurred years ago prior to the date the manufacturer became aware. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial/batch: (B)(6).